Event description:
Initial (16-aug-2024): this serious case reported by retailer-wholesaler via email refers to a 6 year-old female whose medical history, concomitant medications and allergies were not reported. The mother called and reported that she used nix ultra shampoo on her daughter and during application the product got into her daughter's eye and caused burning. The indication for use was not provided. They went to an urgent care and then to the emergency room where they stayed over night. She was given 4 different unknown eyedrops to be administered every 4 hours. This case outcome is unknown. Meddra version 27.0 expectedness: eye irritation: expected accidental exposure to product according to the company reference safety information.